Manufacturer narrative:
A DHR review could not be performed as no batch number was provided. Sample analysis - visual/microscopic examination revealed that there was evidence of the tube bursting, as demonstrated by the wrinkled tear along the length of the tubing. There was also a small cut/tear in one of the burst tubing walls and ran perpendicular to the length of the tubing. The customer's experience was confirmed by the returned sample. Occlusion of the fluid pathway (e.g. Occluded catheter, kinked tubing, pinch clamp engaged during infusion) will increase the internal pressure of the unit and can cause the extension tubing to break, balloon, and/or burst. D16123 rev6(c) nexiva dual port instructions for use advises that measures should be taken to avoid kinking or obstructing the catheter system during power injection to avoid product failure. Burst or ballooning damage to the tubing can also occur if infusion is not performed correctly or performed at a psi/flow rate above the recommendations listed in d16123 rev6(c) nexiva dual port instructions for use. Visual examination did not reveal any evidence to support or suggest the defect was caused during the manufacturing process. Had the small cut/tear along the width of the tubing been produced during the manufacturing process, the device would have leakage from the extension tubing upon insertion. It is unknown if this cut/tear was created after insertion or during the bursting process. Root cause is indeterminate. There is no evidence to support or suggest that the defect was caused during the manufacturing process. Severity is limited. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was leakage on a bd nexiva¿ closed IV catheter system while power injecting during a CT scan. There was no report of injury or medical intervention.